Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure by using equistream. Post procedure, the device failed to work as intended. Despite the physician¿s efforts to clean and restore the catheter, it remained nonfunctional. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 23cm equistream d/l catheter and stylet were returned for sample evaluation. Visual, microscopic visual, tactile and functional evaluations were performed. The strain relief from the red catheter hub was noted to be detached. The tissue cuff was intact and appeared to be clean. Tactile evaluation was performed on the catheter and no evidence indicating loose fitting was noted near the tissue cuff. Functional testing was performed for catheter and stylet and was successful without any issue. No leaks were noted. Therefore, the investigation is confirmed for the identified detachment issues. However, the investigation is unconfirmed for the reported limited information issue as appropriate detachment issue was identified based on sample evaluations. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.